Event description:
A malfunction alarm with code malf 9 was reported, and the customer received assistance to reset the pump, successfully resolving the issue. The potential impact on the customer¿s blood glucose level was unknown. Technical support instructed the customer to continue using the pump and advised them to report if the malfunction recurred, which the customer acknowledged and understood.